Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery there was a leak in the cp50 of the cardioplegia set. The user facility reported that there were multiple occurrences of the event; however, event information was only provided for one occurrence. The product was not changed out. There was approximately 2 cc's of blood loss. The surgery was completed successfully.